Event description:
During index procedure, the patient had one endeavor sprint rapid exchanged (rx) drug-eluting stent successfully deployed in the proximal lad. During index procedure, the patient also received a non medtronic stent in the mid lad. It was reported that the patient suffered a non q-wave myocardial infarction on the same day. It was reported that a distal side branch occlusion also occurred. The physician indicated that the mi occurred due to the deployment of the non medtronic side on the distal lesion. The investigator indicated that the reported event was not related to the study device, drug and procedure. Patient recovered without treatment.

Manufacturer narrative:
Results: inherent risk of the procedure (myocardial infarction).

Manufacturer narrative:
Patient's medical history includes diabetes.